Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in air /water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus confirmed that there was white foreign material in nozzle. No component analysis result were confirmed since olympus were not able to take the foreign materials. Though it is possible that the foreign material entered the nozzle during handling such as reprocessing, we could not specify the cause of the foreign material remaining. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.